Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a speedband superview super 7 multiple band ligator was used during an esophageal band ligation procedure. According to the complainant, the bands would not deploy properly during the procedure. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be satisfactory.